Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify low reservoir alarm due to completely broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that she experienced possible over delivery of insulin with insulin pump and had low blood glucose levels. The customer stated that the insulin pump was breaking and stated that she has been under a lot of stress. The customer's current blood glucose level was 5.7 mmol/l. The customer reported that she had alerts and low reservoir warning. It was reported that the customer had low blood glucose levels of 2.7 mmol/l. The customer treated with glucose tablets. The customer reported that she filled her reservoir and it was empty soon after she got the low reservoir warning. The customer stated the she did not bolus and reviewed alarm history and noticed that the reservoir was empty. Troubleshooting was not completed during the call. The customer was advised to disconnect from the insulin pump. Product is expected to return for analysis.